Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not login to the station. A technical support specialist verified system information and confirmed both c and d drives were in good condition, reviewed station log files with no errors found, and reinstalled the bio ID after confirming station downtime with the customer. The customer reported the issue temporarily resolved after reboot but recurred, with the keyboard failing to accept user ID input and keyboard lights flashing. Tss reinstalled the keyboard driver; however, the issue persisted and was escalated to field service engineer (fse). Fse attempted a remote fix by installing the keyboard rescue pci, but the update did not resolve the issue, and the keyboard was ultimately replaced which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users were unable to log in. The customer reported that the pyxis station had to be rebooted every day to allow users to log in. There were no delay or adverse events or injuries reported based on this event.